Event description:
Rptr works for a MFR that uses the filters in their processing of f18 fdg, which is used during positron emission tomography. The co's end product was determined as pyrogenic for a period of several months. After research and testing, the cause of the pyrogenic end product was determined to be filters from the reported lot number. The rptr states that the co informed all of their sites to stop using the filters from that lot. The rptr claims that the firm has used these filters in their mfg process for "some time", and this event has been isolated to the lot number in question. Since the rptr's product is tested thoroughly prior to distribution, all the products affected were not distributed for use. No pt involvement.